Manufacturer narrative:
(B)(4). The device evaluation has been completed. An event history log review verified the presence of a high drain alarm during the reported therapy. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. All pressures within the pneumatic system were found to be correct and stable during testing. A short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis, and no nonconforming product was found that would have contributed to the alarm. The cause was one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The issue occurred during drain 4. Nothing unusual was noted during troubleshooting for the alarm. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.